Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event is likely attributed to the customer data entry discrepancy. However, this is unable to be determined conclusively with the information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon could not get the aberrometer to calculate a lens prediction. There was no patient injury since the surgeon finished the case by implanting the pre-planned lens power. Upon follow up, the system generated a spherical equivalent error making it unable to predict a lens power for this patient.